Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle was pulling out past the safety device and exposing the tip of the needle. The issue occurred while retracting the needle from the patient. The was medical intervention was blood testing for nurse. The outcome of the event was ongoing. There was no patient harm reported but the nurse was poked by needle.

Manufacturer narrative:
Two used units were received for evaluation. As received, the needles were observed to be bent outward past the needle holder. No other damages or anomalies were observed. The needle for each sample was attempted to be bent back into the needle holder. This was unable to be performed without damaging the needle assembly. The complaint of a safety mechanism malfunction can be confirmed. The probable cause is unknown.